Event description:
It was reported that the right ventricular (rv) lead thresholds have been going up and down. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID vedr01 lead implanted: 2008 (B)(6). (B)(4).